Manufacturer narrative:
Investigation summary: customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was biological contamination isolated from 1 bottle identified as pyronema amphalodes. This led to a patient being treated. Customer has not responded to follow-up attempts, type of treatment is unknown at this time.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was biological contamination isolated from 1 bottle identified as pyronema amphalodes. This led to a patient being treated. Customer has not responded to follow-up attempts, type of treatment is unknown at this time.